Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The trek referenced is being filed under a separate MFR#.

Event description:
It was reported that a trek balloon dilatation catheter was sticking on the balance middle-weight guide wire during advancement to the saphenous vein graft to left circumflex coronary artery target lesion in a reportedly tough case. It is unknown if the trek reached the target lesion, but during removal, the trek became stuck on the guide wire. The guide wire and trek had to be removed together as a single unit and vessel access was lost. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. There was no additional information provided.